Event description:
Surgeon reports pt has experienced blurred vision and glare under certain lighting conditions since implantation of lens. Observation of the lens reveal a well centered lens in the presence of a posterior capsulotomy with minimal glistenings present. The pt's visual acuity is 20/30. Pt is satisfied with near vision but wishes distance was better. Pt history reveals macular degeneration and a corneal scar. Implanting physician feels event is more likely related to macular degeneration.